Manufacturer narrative:
The customer care team have provided troubleshooting advice on the intensity settings of the breast pump, including the slow and gentle pumping rhythms. Customer care team have asked for further feedback from the customer following the guidance and advice given. To date the customer has not responded. The customer is continuing to use the device.

Event description:
Customer reported on (B)(6) 2024 from the us that they were experiencing pain due to high intensity levels with their elvie pump. The customer advised that they were seen by a healthcare professional who prescribed an ointment for the pain.